Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. (B)(6). H.6. Investigation summary: bd received 1 sample and sent 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter in tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood collection the bd vacutainer® edta 2k had white foreign matter in the tube. There was no report of patient impact.